Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos for investigation. The samples and photos were evaluated and the indicated failure mode for leakage from molding defect with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has conducted further investigation relating to this issue and has identified potential root causes relating to the manufacturing process. As a result, corrective actions have been established and are in the process of being implemented. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage from molding defect with the incident lot was observed. Evaluation of the customer samples was conducted, and leakage from molding defect was observed. Additionally, evaluation of the retain samples and newly molded product was conducted. Further investigation activities have been conducted through CAPA#893122 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA#893122 was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that the bd vacutainer® edta 2k experienced a cracked tube with blood leaking from the bottom of the tube when mixing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® edta 2k experienced a cracked tube with blood leaking from the bottom of the tube when mixing.